Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos of the impacted set were provided. The visual inspection observed that the return male luer lock was broken. The reported condition was verified. The cause of the reported condition is traced to the component design. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak occurred due to a cracked tubing on a prismaflex m100 set c during priming. There was no patient involvement. No additional information is available.